Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. Pt gender: unk. According to the rptr: the balloon ruptured and the broken portion had to be removed from the pt. There was no reported tissue damage or blood loss. The surgery was not reported to have been extended. No pt injury was reported. The pt condition is reported as recovered. The sample is being sent for eval.